Event description:
Related manufacturer reference number: 2017865-2022-15768, related manufacturer reference number: 2017865-2022-15769, related manufacturer reference number: 2017865-2022-15771. It was reported a patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, and atrial lead were explanted and replaced in a procedure on (B)(6) 2022 due to device migration and lead dislodgement from twiddler's syndrome. The dislodgement was discovered via fluoroscopy when there was rv oversensing and no capture on the rv, lv, and atrial leads. The patient experienced dizziness when they came into the emergency room and post-procedure the patient was discharged.